Event description:
It was reported that the pump had "no disposable clamp tubing" alarms, and the lens was damaged. There was no patient involvement.

Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
Device evaluation: one device was received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. The customer reported complaint was verified during analysis. Functional testing and visual inspection performed. The root cause is due to the downstream occlusion sensor was contaminated.